Event description:
It was reported to philips that the device failed the op check and displayed a red x in the ready for use indicator. The biomed unplugged the power supply and plugged it back and the red x disappeared. He ran an ops check and the red x reappeared. He disconnected the battery and checked the pins and everything was ok - there was no red x. There was no reported patient involvement/adverse patient impact.